Event description:
An endurant abdominal iliac stent graft was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm approximately four weeks ago. The aortic neck angle is 40 degrees. The proximal aortic neck diameter is 21mm and 22 mm distally and it is 50 mm in length. The iliac arteries were mildly tortuous bilaterally. During the procedure, the right hypogastric artery was embolization. It was reported that at the end of the procedure, there was an unknown type endoleak observed on the right side and it was left uncorrected. No clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type 2 endoleak requiring embolization of the right hypogastric artery). Conclusions: device failure/lack of effectiveness related to patient condition (type 2 endoleak requiring embolization of the right hypogastric artery).